Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing inhibition during implant. The lead was attempted, but was not implanted. Another lv lead was successfully implanted. No adverse patient effects were reported.